Event description:
A patient began experiencing painful stimulation, prompting her to go to the ER. The patient's device was programmed off due to the painful stimulation, and the pain resolved. The patient's device was then programmed on to low settings, but the patient began experiencing severe pain again in the neck and ear. Diagnostics were performed and returned results within the normal limits. The patient's device was programmed off again and referred the patient for surgery. A company representative reported that x-rays were taken of the patient's neck, and the physician did not identify any issues with the visible part of the vns. X-rays have not been evaluated by the manufacturer to date. The patient attended a surgical consult. During the appointment, the surgeon programmed the vns back on, and the patient did not exhibit symptoms of painful stimulation during the appointment. Per the patient, she did not experience any trauma to the device preceding the painful stimulation, but the patient reported that her large dogs jumped on her chest frequently near her vns implant. No additional relevant information has been received to date. No surgical intervention has occurred to date.